Event description:
It was reported the customer had weak signal, sensor error, and bad sensor alerts on their sensor. The customer stated they had removed the sensor and it was not bent. It was found the customer had already inserted a new sensor. Customer's blood glucose was 48 mg/dl. The customer treated their blood glucose with glucose tablets and food. Customer also declined to troubleshoot for their insulin pump. The customer's blood glucose was 82 mg/dl at the end of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.